Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was ¿clammy¿ and unresponsive, and the patient´s wife administered a glucagon injection and called an ambulance. When the paramedics arrived the cgm was reading 19.6 mmol/l and the blood glucose reading was 2.7 mmol/l. No further medication was given, and the patient was only monitored. The same day of the event, within the same sensor session, the patient experienced a similar discrepancy, and the cgm was reading 16.5 mmol/l and the blood glucose reading was 6.2 mmol/l. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.